Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-03075. The pt reported experiencing a vibrating sensation at his scs ipg pocket site and subsequently he is unable to increase stimulation as upon attempting to increase stimulation amplitude, he is unable to feel stimulation even at maximum amplitude. F/u identified the pt is experiencing episodes during which the stimulation begins to feel like a vibration that radiates (from the scs ipg pocket site) to the ribs and then stops. It was also reported per the physician the scs lead would have to be repositioned to cover the pt's back pain. Additionally, an sjm rep reprogrammed the scs system for comfort.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.